Event description:
It was reported that the patient placed on his back 15 minutes earlier in the presence of the medical team (end of prone session): the nurse returns to the room to change a pse. She observes the ventilator, which no longer has any curves, and hears that the patient is no longer ventilated, even though the ventilator had not raised any alarm. She rushed to manually ventilate the patient, who was curarised, after disconnecting the ventilator, which had only alarmed at that point. No health consequences of the patient were reported. At the present time, a device malfunction cannot be excluded that led to the reported event. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was made available for further investigation. Based on the log file analysis the reported ventilation stop could not be confirmed. The log file analysis revealed that the ventilator did alarm for several ventilation-related parameters and for a disconnection. This indicates an issue with the application setup, interaction with the device/patient and/or patient condition. In addition, the software function "anti-air shower" was being enabled by the user via the system setup. Hence, during those times of detected disconnection, the ventilator automatically reduced the delivered inspiratory flow to a minimum needed for being able to detect re-connection. The analysis of the log file found no indication for a device malfunction. The device was tested by the dräger service and confirmed to be operating as per manufacturer´s specifications. If the "anti-air shower" function has been activated by the user via the system setup menu and a disconnection is detected during ventilation, the flow is being automatically reduced until reconnection is detected. Simultaneously, the "disconnection detected" alarm is displayed. During a reconnection request there are no graphs displayed. The "anti-air shower" function is described in the corresponding IFU. The device operated as specified and alarmed the situation accordingly. Based on the investigation results this case is assessed to be not reportable anymore as neither a death nor a serious deterioration in the patient's state of health occurred and this is not to be expected in the event of a recurrence as there was no device malfunction.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the patient placed on his back 15 minutes earlier in the presence of the medical team (end of prone session): the nurse returns to the room to change a pse. She observes the ventilator, which no longer has any curves, and hears that the patient is no longer ventilated, even though the ventilator had not raised any alarm. She rushed to manually ventilate the patient, who was curarised, after disconnecting the ventilator, which had only alarmed at that point. No health consequences of the patient were reported. At the present time, a device malfunction cannot be excluded that led to the reported event. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.